Manufacturer narrative:
The device and battery pack were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a software timeout. The software timeout depleted the batteries. It could not be firmly established what caused the software timeout. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.